Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl. During troubleshooting with tandem technical services, the customer observed a large air bubble in the luer lock. The customer was able to successfully remove the air bubble from the luer lock and tubing, and delivered a correction bolus to address bg level.